Manufacturer narrative:
The tech replaced the head up/down valves and the CPR valve to repair the bed.

Event description:
Info received indicates the head of the bed is drifting down. When elevated to 30 degrees, it will drift down in 30 minutes.